Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the impella experienced suction alarms at p-2. Two units of blood were administered in an effort to resolve the issue, but it persisted. X-ray imaging revealed that the impella pump was positioned too shallow, with the inlet just below the aortic valve. Despite multiple attempts to reposition the device, success was not achieved due to its interaction with the transcatheter aortic valve replacement. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).